Manufacturer narrative:
Date of submission: 24-august-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-august-2018 with the following findings: the battery compartment was confirmed to be cracked from the threads to the case seal along the bumper pad. The battery compartment was also cracked from the case seal to the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.